Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient started treatment for the peritonitis with injection (inj.) Fortum (1 gram, once daily and ip) and inj. Reflin (1 gram, once daily and ip-intraperitoneally) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time. This is report 2 of 3 involved in this event.